Event description:
Account called and alleged that the head section will lower without the handle being pulled. No injuries were reported from this issue from the inpatient center. Repair has not been completed at this time.